Manufacturer narrative:
The investigation is underway.

Event description:
As reported by a field clinical specialist regarding a 29 mm sapien 3 valve in the aortic position via subclavian. A patient had compromised ilio-femoral system; therefore, trans-subclavian approach was to be taken. The artery was exposed and isolated. An attempt was made to insert the certitude system but the anatomy was too tight; therefore, a transition to the commander system was taken. There were no issues with the insertion of the 16f esheath. The commander delivery system met resistance inside the esheath near the collar bone (tortuous anatomy). As the commander delivery system was attempted to be pushed forward past the resistance, the esheath was inadvertently pulled back, leaving the valve exposed in the tortuous part of the patient. The valve was wedged in the artery. An attempt was not made to move the valve forward or back due to the potential for injury. The valve was left in the subclavian artery and the delivery system was removed using wire cutters to first remove the distal portal of the delivery system.  A sternotomy was performed to implant a non-edwards surgical valve. A graft in the aorta was placed to connect just above the surgical valve. A dissection was observed and continued to tear. The patient lost an excessive amount of blood and expired. The physicians did not allege there was a device malfunction; but the loss of the esheath position caused difficulties.

Manufacturer narrative:
The devices were not returned for evaluation and no imagery was provided for review. Difficulty tracking the delivery system through the vasculature may be due to anatomical and/or procedural factors, including tortuous vessels, previously implanted stents and/or grafts, wire bias, and kinked ds. In most instances this resolves with routine troubleshooting maneuvers, with minimal risk to the patient.  In severe cases, if the delivery system cannot track to the native annulus, the valve may be deployed in the aorta/vein, or retracted and removed through a surgical cut down. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment per IFU and physician training, when advancing the esheath to ensure view of entire subclavian artery and left ventricle when inserting esheath and system, pre-dilate with extra dilator as needed to confirm trackability of esheath, and advance esheath tip to mid ascending aorta to protect aorta during valve insertion.  If there is resistance, the training manual states, ¿retrieve system (delivery system, valve and sheath) together as one unit if substantial resistance is encountered.¿  in this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The tracking issues are related patient factors (¿tight¿ subclavian artery and tortuosity).  The events for the valve dislodging from the balloon and the  injury to the subclavian artery is due to the same patient factors and procedural factors (¿inadvertently removing the esheath¿ without removing the delivery system within it as per IFU/training) leading to the subclavian dissection.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.